Event description:
An open surgery on the spine for a posterior lumbar interbody fusion (plif) of vertebrae l4 to l5, with intended placement of 4 spine screws bilateral for fixation in vertebrae l5 and s1, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. As per the hospital, a post-operative CT scan showed one of the spine screws placed deviated medial from its intended position, into the spinal canal. A revision surgery to correct the placement was planned and took place on (B)(6) 2023, also using the aid of brainlab navigation. According to the hospital (clinician), the revision surgery was successful as intended, with all placements correct at the end of the revision surgery. According to the final information brainlab received from the hospital / user facility (clinician): the hospital has decided to not provide any further information to brainlab on the patient or of patient effects. The hospital does not allege any navigation system inaccuracy for this surgery, nor does the hospital allege or indicate any contribution by the brainlab navigation system, or by its use, to the deviating placement at this surgery. As per the hospital, at no point has the brainlab navigation accuracy been called into question in regard to this surgery, and the brainlab navigation system has been used in many subsequent surgeries without issue.

Manufacturer narrative:
B2, h1: as per the hospital, a post-operative CT scan showed one of the spine screws placed deviated medial from its intended position, into the spinal canal. A revision surgery to correct the placement was planned and took place on (B)(6) 2023, also using the aid of brainlab navigation. According to the hospital (clinician), the revision surgery was successful as intended, with all placements correct at the end of the revision surgery. According to the final information brainlab received from the hospital / user facility (clinician): the hospital has decided to not provide any further information to brainlab on the patient or of patient effects. The hospital does not allege any navigation system inaccuracy for this surgery, nor does the hospital allege or indicate any contribution by the brainlab navigation system, or by its use, to the deviating placement at this surgery. As per the hospital, at no point has the brainlab navigation accuracy been called into question in regard to this surgery, and the brainlab navigation system has been used in many subsequent surgeries without issue. H6: there is no allegation or indication that there was any contribution by the brainlab device (navigation system) or its use to the one deviating placement in the patient's spine. There is also no allegation or indication of any error or malfunction of the brainlab navigation, also not of any error of its use, nor that the navigation would not have worked correctly and as specified, aiding the surgeon as per its functions accurately and as desired. There is no indication of any risk to human health added by the brainlab navigation or its use in regard to this surgery nor the reported deviated placement. As per the hospital, at no point has the brainlab navigation accuracy been called into question in regard to this surgery, and the brainlab navigation system has been used in many subsequent surgeries without issue. Brainlab is also in no position to further assess or evaluate the brainlab device (navigation system) in regard to this surgery, the hospital has decided to not provide the necessary clarifications of the surgical procedure, and to not provide the necessary full access to the navigation system (including data and log files of the surgery) to brainlab.

Event description:
An open surgery on the spine for a posterior lumbar interbody fusion (plif) of vertebrae l4 to l5, with intended placement of 4 spine screws bilateral for fixation in vertebrae l5 and s1, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. As per the hospital, a post-operative CT scan showed one of the spine screws placed deviated medial from its intended position, into the spinal canal. A revision surgery to correct the placement was planned and took place on (B)(6) 2023, also using the aid of brainlab navigation. According to the hospital (clinician), the revision surgery was successful as intended, with all placements correct at the end of the revision surgery. Further details of the effects on the patient could not yet be retrieved from the hospital, brainlab continues to follow up with the user facility.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved. A revision surgery to correct the placement was planned and took place on (B)(6) 2023, also using the aid of brainlab navigation. According to the hospital (clinician), the revision surgery was successful as intended, with all placements correct at the end of the revision surgery. Further details of the effects on the patient could not yet be retrieved from the hospital, brainlab continues to follow up with the user facility. H6: the device evaluation is currently pending necessary clarifications of the surgical procedure and provision of full access to the navigation system (including data and log files of the surgery). Brainlab continues to follow up with the user facility, and if retrieved, intends to issue a follow-up report upon completion of the device evaluation.